Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
The patient experiences severe shortness of breath that was not relieved, with a progressively increasing heart rate, gradually rising to 145 beats per minute. A re-examination of arterial blood gas analysis shows ph: 7.23, pco2: 77 mmhg, po2: 89 mmhg, indicating that the improvement in type ii respiratory failure since admission was not ideal. Considering the patient's poor cardiopulmonary function, an endotracheal intubation was immediately performed for ventilator-assisted breathing. Bronchoscopy revealed a considerable amount of yellow-white sticky sputum in the airway, obvious airway spasm, and mucosal congestion and edema. Suctioning caused easy bleeding. The ventilator frequently alarmed, and an air leak from the endotracheal tube was detected, so it was immediately removed and discontinued. A size 7 nasotracheal intubation was performed instead, and the patient was successfully resuscitated.